Event description:
The patient presented to the physician's office for surgical follow up with a rash at sense lead incision site. Patient reports rash began on (B)(6) 2019. Consultation with dermatologist suggests classic contact dermatitis from either betadine or ioban.